Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff is difficult to deflate prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The complaint was not received in teleflex lma packaging and the device was observed to be used. The outer profile of the device had a yellowish discoloration due to multiple uses. The reported failure was confirmed through functional inspection. The suspected root cause is due to a blocked valve which restricts the flow of air in and out of the inflation balloon. The blocked valve could have been due to debris or foreign particles lodged into the valve due to handling or reprocessing after 11 uses inadvertently. Customer is reminded to rinse the device with flowing tap water rather than a stagnant liquid to reduce long term impact to the functionality of the valve.

Event description:
The event is reported as: the customer alleges the cuff is difficult to deflate prior to use. There was no patient involvement reported.